Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and pertinent information is provided.

Event description:
It was reported that this lead was explanted due to a dislodgment and a loss of capture resulting in a pause greater than 2 seconds. No additional adverse patient effects were reported.